Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation result- the returned resolution 360 clip was received for analysis. A visual and microscopic inspection noted that the device was returned without the clip assembly. The control wire was found detached from the handle and without the proper crimping. Additionally, the yoke was found to be still attached to the control wire, which indicates premature deployment. With all the available information, boston scientific concludes that the reported event of clip unable to release from the catheter was not confirmed. The investigation did not detect any problems related to the reported issue, "clip failure to release from catheter," as the clip assembly was not returned. However, it was found that the device returned with the yoke still attached and with evidence of premature deployment, it is most likely that this failure occurred due to operational factors during the procedure, such as attempting to open the clip once it was already activated, the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. Additionally, the control wire was found to be separated from the handle and without the correct crimping sleeve process performed. Boston scientific has initiated an investigation to further evaluate the manufacturing deficiency and to determine the root cause of this event, as well as appropriate mitigation(s). A labeling review was performed and from the information available, there is no evidence the device was used in a manner inconsistent with the labelled indications and there is any issue with translation, wording, or graphics. Based on the evidence of the product analysis, the control wire separated from the handle and without a correct crimping sleeve process performed indicates that there were issues traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a procedure performed on (B)(6) 2025. During the procedure, the clip did not detach as expected after release. When it came out of the endoscope, we found that the entire internal part had separated. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a procedure performed on (B)(6) 2025. During the procedure, the clip did not detach as expected after release. When it came out of the endoscope, we found that the entire internal part had separated. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.